Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated after being confirmed block') and pelvic pain ('pain on left side') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy long periods"), migraine ("migraine/ chronic migraine"), dizziness ("dizzy spell"), fatigue ("fatigue"), arthralgia ("joint pain"), back pain ("back pain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the device dislocation, menorrhagia and alopecia outcome was unknown, the pelvic pain, migraine, dizziness, fatigue and back pain had resolved and the arthralgia was resolving. The reporter considered alopecia, arthralgia, back pain, device dislocation, dizziness, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received from social media: reporter added. Event: heavy long periods, hair loss, coils migrated added. On 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on left side') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), dizziness ("dizzy spell"), fatigue ("fatigue"), arthralgia ("joint pain") and back pain ("back pain"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the pelvic pain, migraine, dizziness, fatigue and back pain had resolved and the arthralgia was resolving. The reporter considered arthralgia, back pain, dizziness, fatigue, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.